Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler, did not pipette sample or diluent in well position h1 and did not give an error message. An ortho field service engineer was dispatched and was unable to duplicate the problem. "Fse" replaced tip clamp in position 3 and replaced tube lifter step motor #2. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-04186-08.